Manufacturer narrative:
The barricade complex finish coil was received for evaluation. Visual analysis revealed the delivery pusher within the packaging hoop. The delivery pusher was found with the implant coil detached, the implant coil was not returned. The detachment zone section exhibited the stretch resistance thread unwound from the attachment bond. Stretch resistance thread shows striations and white opaque segments consistent with elongating. Based on the available information and the evaluation findings the reported complaint is not confirmed as the implant coil is not returned. The actual root cause of this complaint cannot be determined; as the complaint device implant was not returned. However; the condition of the returned device pusher is consistent with resistance during retraction exposing the device to a force that exceeds tensile specifications. Review of the lot history records for the reported lot did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against the reported lot have been made for the same issue.

Event description:
It was reported that during treatment with barricade coil, "while taking coil into aneurysm, the physician had to withdraw a loop of the coil in order to that in into desired portion of aneurysm sac, but instead of coil coming out with a slight pull, it got stretched and became as a thread. As the physician was struggling to pull out the entire coil out, it got detached with distal 2 loops in the aneurysm and rest coil hanging proximally. Then, finally physician decide to retrieve the entire coil with the help of stent retriever. After the complete retrieval the procedure was done with other size of the coil."